Event description:
Procedure: urological. According to the reporter: the patient underwent a urological procedure for treatment of stress urinary incontinence and a pelvic organ prolapse. Allegedly, the patient experienced damage to an organ system and pain. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Sd reference #: (B)(4) . Date of initial report sent: (B)(4) 2010.